Manufacturer narrative:
H.6. Investigation summary: customer returned ten (10) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported, no insulin flow during injection. All ten returned pen needles were examined, and the following was observed: seven had bent nonpatient end (npe) cannulas. Two had broken npe cannulas. One had a straight npe cannula. No evidence of manufacturing defects was observed on the ten returned pen needles. The sample with the straight npe cannula was tested for flow using a test pen injector: this pen needle was able to expel properly, and no issues were observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all ten pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the nonpatient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the nonpatient end of the needle is not placed centrally to the pen device, then instead of the nonpatient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9092785. Verbatim: consumer reported, no insulin flow during injection. Does not prime before use. Stated, she will try priming before use, going forward samples available. Expiration date: 2024-03-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9092785. Verbatim: consumer reported, no insulin flow during injection. Does not prime before use. Stated, she will try priming before use, going forward. Samples available. Expiration date: 2024-03-31.